Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported an (B)(6) patient developed a rash underneath the back therapy electrodes. Rash was reported to be small red dots. The patient's dermatologist prescribed a cortisone cream for the irritation. During a follow-up, it was reported that the patient's irritation improved after using the prescribed cream and loosening the garment.